Manufacturer narrative:
According to additional information, the pv00 was implanted in a 43.6 year old male patient during a ross procedure (aortic valve replacement with pulmonary autograft; pulmonary valve replacement with 30 mm cryopreserved pulmonary homograft) with reduction aortoplasty on (B)(6) 1999 due to a preoperative diagnosis of critical aortic stenosis (aortic valve area of 0.7 cm2) and aneurysmal dilatation of the ascending aorta (5.5 cm at widest point). According to operative procedure notes provided by the site, the patient had a bicuspid aortic valve which was heavily calcified and required extensive debridement to remove calcium. The aorta was also downsized to fit the pulmonary autograft was which 29 mm in diameter. The patient had done well until the year prior to pv00 explant, during which the patient experienced progressive shortness of breath and was found to have predominantly pulmonary stenosis and moderate/severe aortic regurgitation. Therefore, the pv00 was explanted after 17.9 years on (B)(6) 2017 when the patient was 61.5 years of age. According the explant operative procedure notes provided by the site, the pv00 was found to have ¿substantial calcium¿ and was removed entirely while preserving the suture line as the surgeon ¿wanted to use it to be the basis for new pulmonary homograft.¿ the pv00 was replaced with a 27 mm synergraft pulmonary valve and the anastomoses were supported with bioglue. The ascending aorta and aortic valve were also replaced during this procedure with a graft and 27 mm bioprosthetic valve, respectively. Bioglue was also used on the aortic anastomoses. Young and middle-aged adults requiring aortic valve replacement (avr) represent a challenging patient population. There is an increasing body of evidence that suggests the ross procedure is associated with better long-term outcomes compared with conventional aortic valve replacement in young and middle-aged adults due to superior hemodynamics, no need for anticoagulation, and improved quality of life (mazine 2018). In addition, the ross procedure is the only avr option that has been shown to restore normal life expectancy to that of the general population (mazine 2018). Cryopreserved pulmonary homografts have long been the conduit of choice to replace the pulmonary autograft and very little data exist to support the use of alternate rv-pa conduits for the ross procedure (brown 2008, mazine 2018). Rates of freedom from pulmonary homograft reintervention for cryopreserved pulmonary homografts used for right ventricular outflow tract (rvot) reconstruction during a ross procedure have been reported in the literature, with rates ranging from 92.1%-97.3% at 15 years (mazine 2016, david 2014, da costa 2014, martin 2017, sievers 2018) and 83%-93% at 20 years (mazine 2016, david 2014, martin 2017) for adult patients, ranging in age from 34-42 years of age at time of implant. Explant of a pulmonary homograft used to reconstruct the rvot in a ross procedure due to pulmonary stenosis, calcification, and structural valve deterioration after approximately 18 years in a patient who was 43.6-year-old at time of implant is not unexpected and is consistent with published reports from the literature. Calcification, degeneration, valvular and conduit stenosis have been reported with the use of cardiac allografts and are included in cryovalve instructions for use. Per the review of the manufacturing records, all records were controlled, available for review, and met all specifications for release. There is no indication that an error or deficiency occurred and the IFU adequately communicates risk. All risks identified have been mitigated as far as possible and residual risk is acceptable. The report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
Operation notes were received from 2017 for this patient that indicated a pulmonary valve was explanted due to stenosis. 1999 operation notes were received on 10/01/2019 which confirmed the explanted pulmonary valve in 2017 was a cryolife pv00 implanted in 1999. Reference 1063481-2019-00054 for information on the sgpv00 stenosis that has occurred in this patient since the 2017 surgery.